Manufacturer narrative:
Device trace download analysis confirmed the pump alarmed power error 25. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power error 25 due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of call. Customer also reported that the insulin pump had power error detected alarm. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer stated that the notification light stopped flashing immediately. Troubleshooting was performed for insulin pump error. Customer was advised that the insulin pump needed to be replaced and refer to a back-up plan. The insulin pump will be returned for analysis.